Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review (DHR) lot # review could not be conducted because not lot number(s) was/were identified.

Manufacturer narrative:
The device is available for evaluation, however has not been received.

Event description:
The event involved a primary y-type blood set, 200 micron filter, bulb pump, clave y-site, secure lock, 80 inch where it was reported that the pump was not functioning in the operating room during a procedure. The blood would not flow to the patient. The tubing was replaced and the issue was resolved. There was patient involvement and no adverse event reported. The tubing was replaced and the issue was resolved. This captures 3 of 3 occurrences.